Manufacturer narrative:
(B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 28, 2019 that spaceoar was implanted in the perirectal fat during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the procedure was done under deep sedation and there were no issues noted during spaceoar placement. According to the complainant, post procedure, the spaceoar gel was noted to be present in the prostate. The patients condition post procedure was reported to be stable.